Manufacturer narrative:
Exact date of event is unknown. The allegation is against 1 of 3 devices; however, it is unknown which device, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs extension, model: 3383, UDI: (B)(4), serial: (B)(4), batch: a000117264. Common device name: scs extension, model: 3383, UDI: (B)(4), serial: (B)(4), batch: a000124592.

Event description:
It was reported that the patient's lead or extensions were suspected to be fractured. As a result, the patient underwent a surgical procedure on (B)(6) 2022 during which the lead and extensions were explanted and a new lead was placed to address the issue, it is unclear which device contributed to the issue and no fractures were confirmed during the procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.